Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "black screen and a high-pitched alarm". This occurrence was noticed at start-up during the booting process. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). The investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - device evaluation: root cause: service tests were performed on the affected ventilator, yet the described issue could not be reproduced. This issue would not be visible in the log files. The root cause could not be confirmed. Most likely, the failing startup process was caused by device initialization difficulties due to a slow start because of an older esm revision or due to a ram initialization problem. If a start-up fails in such a manner, the ventilator can be made operable by restarting it. After successful testing, the ventilator was returned to use. No patient involvement was reported in the described incident.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "black screen and a high-pitched alarm". - this occurrence was noticed at start-up during the booting process. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.